Event description:
It was reported the resuscitator encountered difficulties during the installation of the dialysis kt and when she wanted to remove the guide, it deteriorated. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire is confirmed and was determined to be use related. The product returned for evaluation was a 0.035 j-tip guidewire. Breaks were observed in both core wires at the proximal weld tip. The coil wire and weld tip were intact. The coil wire exhibited some elongation. Microscopic inspection of the core wire fractures revealed granular fracture surfaces. Deformation and necking were observed in the vicinity of the breaks. Microscopic inspection of the distal end of the guidewire revealed biological material adhered to the guidewire. Both core wire fracture features suggest the breaks were a result of tensile stress. The biological residue on the distal end of the guidewire indicates the guidewire may have become stuck within the introducer needle leading to difficult removal. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported the resuscitator encountered difficulties during the installation of the dialysis kt and when she wanted to remove the guide, it deteriorated. No other information was provided.